Event description:
It was reported through a clinical study that the pt experienced overdose following dye study and reprogramming. Dye study via side port injection revealed no catheter break. They were not able to aspirate the catheter. The pt required dosage adjsuted upward 30% to 740 mcg/day due to increasing lower extremity spasticity. Following the procedure, her legs slowly lost tone and she gradually became more sleepy and less responsive with pinpoint pupils. Oxygen was administered and emergency medical services were called. Within 45 mins, the pt was unresponsive to deep noxious stimuli. At the time of admission to the emergency room, her respiratory rate was 8 per min and she was flaccid. Narcan was administered with no effect. The pt was given etomidate and rocuronium and intubated. Labs were drawn and urine opiate screen was positive secondary to use of marinol and tylenol #3. She began to wake up and open her eyes spontaneously within 30 - 45 mins and at times was agitated. She was monitored in the neurologic intensive care unit due to acute mental status change likely secondary to baclofen. The baclofen dose was decreased to 500 mcg/day, but then increased to 800 mcg/day and refilled the pump 3 mos earlier, as the pt was experiencing worsening spasticity. Upon discharge, the pt was noted to have good control of muscle spasticity and was completely alert. The pt recovered without sequela.